Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple malfunction alarms occurred intermittently. There was no patient involvement, as customer had not yet begun use of pump for insulin therapy at the time of the issue. The customer reverted to an alternate method of insulin therapy.